Manufacturer narrative:
No return material was made available from the customer site. Instrument system logs did not cover the time period of the alleged malfunction. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (pn 201837-108, january, 2010) and the total bilirubin (tbil) package insert, ln 6l45-21 and 6l45-41(304398/r1, january 2010) both contain information to address the customer's current issue. Based on the available information and the current evaluation, a specific cause for the discrepant total bilirubin result could not be determined. However, sample integrity and/or handling issues could not be ruled out; seven hours lapsed between the intial and repeat testing which was performed on a micro-sample in a sample cup in different carrier positions and bilirubin is photolabile. A deficiency was not identified. Note: the discrepant result generated was from an infant and taken by heel stick. Review of complaint tracking and trending.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4) test result, high readings. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
One patient sample (infant; no further information provided) generated an initial architect total bilirubin assay result of 309.1 umol/l (18.07 mg/dl) on an architect c16000 analyzer. The patient was given photo-therapy as a result. The sample was later retested and generated a result of 191.1 umol/l (11.18 mg/dl). There is no further impact to patient management reported.